Event description:
The customer reported the system would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the generator interface board. The system operates as intended.